Manufacturer narrative:
(B)(4). Corrected section: h6-code 1198 changed to code 1211. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.

Event description:
The hospital reported that they performed functional tests, t.w. Power supply tested out of specs for the low current and high current output tests. The device does not turn on, they had to use another device, no patient affects, it didn¿t even delay case.

Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they performed functional tests, t.w. Power supply tested out of specs for the low current and high current output tests.